Event description:
It was reported that the patient experienced hyperglycemia due to air bubble on (B)(6) 2026 with levels remaining elevated for more than four hours and the patient got treated with insulin pen.

Manufacturer narrative:
E1:name: (B)(6). Country: (B)(6). Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.